Event description:
The tech alleged that the side rail center arm assemblies all have got a sticky fluid in them causing the side rails not to latch when you raise them. No injury reported.

Manufacturer narrative:
The tech cleaned the side rail center arm assemblies to resolve the issue.